Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe has been discarded.

Event description:
Healthcare professional (hcp) reported that a patient was injected in ck1, ck3, ck4, c1, and c2 (cheek and chin) with juvederm® vista voluma¿ xc and in the marionette line with juvederm® vista volift® xc. Patient also was concomitantly injected with humallagen®. ¿about 30 minutes after injection, treatment suspended as patient claimed the redness around the eyes, the uncomfortable feeling and the stomach ache. After patient returned home, nausea and generalized urticaria presented.¿ physician suspected anaphylactic shock and noted "not the serious symptoms like respiratory problem, moderate degree. Patient was treated with prednisolone 15 mg for seven days, 10 mg for 1 week, 5 mg for another week. Patient treated with 0.2 cc local intramuscular injection of kenacort torigoe to treat the nodule of the lower right eyelid. Patient was also treated with hyaluronic acid/humallagen, two type injections were performed. Per hcp, "swelling persisted on part of the location so the condition was still being observed. The whole body symptom condition improved on the following day, and the swelling on the face persisted for about a week. No permanent damage." This is the same event and the same patient reported under (B)(4) (allergan complaint # (B)(4)). This emdr is being submitted for the first suspect product, juvederm® vista voluma¿ xc.

Event description:
Additional information was received through the article "an anaphylactic reaction after simultaneous injection of hyaluronic acid fillers and human collagen" which noted patient was pretreated with an anesthetic cream and benzalkonium chloride solution then was injected with the below humallagen human collagen in the right tear trough, juvederm vista voluma xc into the right and left zygomatic arch and sub zygomatic depression, right deep medial cheek fat, mental crease and chin. Patient also was injected with juvederm vista volift xc into the right marionette line and nasolabial fold. Immediately after treatment commenced, patient complained of severe pain at the injection sites, and then abdominal colic and nausea about 20 minutes after the treatment started. There was only slight redness around the eye fissure due to lacrimation. Patient was provided prednisone 20mg to reduce inflammatory reaction and swelling. About 1-2 hours post treatment, patient developed extensive facial redness and swelling, mainly in treated areas but also in the forehead and upper and lower eyelids. Patient also had urticaria all over their body and gi symptoms of abdominal colic and vomiting continuing to worsen. About 4 hours post treatment, symptoms began to subside without medication. Patient was instructed to take psl 20mg for the prevention and relief of delayed or biphasic anaphylaxis. Following day, gi symptoms and general urticaria completely subsided with only redness and swelling of lower and upper eyelids remaining, primarily on the right side. These effects were considered to be delayed symptoms and oral psl 20mg/day and epinastine hydrochloride 10mg/day were started. About a week later, a nodule was observed in the right tear trough area (where the collagen was injected). This was treated with triamcinoline acetonide 0.5mg with several injections of the course of a few weeks. Hyaluronidase 30u was also injected but noted to be ineffective. After the nodule became smaller, mild swelling of the right lower eyelid appearing at the same time as urticaria of the lower limbs occurred once or twice per week for a duration of several months. Approximately two and a half months post injections, patient received two doses of the pfizer covid 19 vaccine at 3 week intervals. Swelling of the lower eyelid flared up temporarily 2 weeks later but resolved in three days with oral epinastine hydrochloride 10mg/day. Nodule becomes mild after about 3 months and disappeared after 5 months.

Manufacturer narrative:
Article citation: kato, kiyoko, and eiko inoue. ¿an anaphylactic reaction after simultaneous injection of hyaluronic acid fillers and human collagen.¿ journal of cosmetic and laser therapy, 2022, pp. 1¿3. Crossref, https://doi.org/10.1080/14764172.2022.2099899. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.